Event description:
It was reported that the pump touch screen was unresponsive. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no reported adverse impact to the customer. No additional information was provided.